Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley was allegedly found to have no urine output, compared to the urine output of the previous evening. A large amount of urine was found on pique (saturated). A bladder scan was done and (560ml) of urine was noted; a new foley was inserted and 200cc of urine was voided. Patient felt relieved once the foley was discontinued.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device not returned.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received 1 used foley catheter still attached to the urinary drainage bag only. Per visual evaluation, during the inspection, salt accumulation around the drainage eye and sac of the returned sample was observed. Per functional evaluation, the balloon was inflated with 10cc water and flow rate testing was administered. While inflated, the flow rate was 0ml/min, 0ml/min and 0ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample did not meet the internal flow rate specification. The sample was dissected and heavy salt accumulation inside the lumen was observed; this caused the blockage which made it difficult for water to flow through. The reported event was confirmed as user-related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriocation prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.